Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves did not find any tears that would have compromised the valves ability to seal pressure and fluid within the sheath. Both hemostatic valves were observed to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted.

Event description:
It was reported that during a pulmonary vein isolation farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating blood, air was observed in the sheath. The procedure was completed using a different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis. It was further reported air was coming in the sheath nonstop. No leak nor air was seen in the patient. Pump was used for irrigation.

Event description:
It was reported that during a pulmonary vein isolation farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating blood, air was observed in the sheath. The procedure was completed using a different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.